Event description:
Information was received from a basic evaluation patient implanted on (B)(6) 2016. The consumer reported they were on blood thinners and bled through bandage. The leads were removed and the bandages were replaced. Outcome and cause remained unknown.